Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On july 3, 2024, patient contacted support regarding changes in insulin delivery amounts for breakfast announcements. Patient reported that usual delivery was approximately 4 units but recently increased to 7 units for similar announcements. Patient inquired about deleting ilet memory; agent advised consulting healthcare provider for approval before performing a factory reset. Despite this, patient performed a factory reset and began re-setup process. Review of patient reports indicated meal announcements were often made when bg was already low (~75 mg/dl). Agent explained risks associated with announcing meals during hypoglycemia; patient acknowledged understanding. During the event, patient experienced bg as low as 40 mg/dl for approximately one hour and treated with apple juice. No professional medical intervention or additional assistance was required. No immediate health effects such as loss of consciousness or dka were reported. Further training with clinical support specialist was scheduled.